Manufacturer narrative:
H3: product analysis, as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex was returned stuck within the phenom 27 catheter. Damage location details: the pushwire extending out from catheter. No bend or kink was found on the pipeline flex pusher. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be broken/separated under strain relief. No bent or kink was found with catheter body. No damage was found with the catheter distal tip/marker band. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex was returned within the phenom 27 catheter. In addition, the phenom 27 catheter was confirmed to be separated/break as the phenom 27 catheter was found to be broken under strain relief. The pipeline flex and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, the customer indicated that vessel tortuosity was moderate, and the catheter was flushed per IFU, which eliminates these factors out as potential causes. From the damage seen on the catheter body (breaking), hypotube (stretching), and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the proximal end of the pipeline pushwire was kinked. The catheter was damaged and broken at the connection between the proximal hub and the catheter body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during treatment of a left internal carotid artery ophthalmic artery aneurysm, after the phenom mic rocatheter was in place and the dense mesh stent was being delivered, it became stuck at the distal end of the microcatheter, preventing advancement. Attempts to adjust the access tension remained unsuccessful due to significant resistance. Therefore, a proximal torque control was added to increase advancement force, resulting in the phenom microcatheter's proximal end breaking from the hub. The entire system was withdrawn, and coil embolization was performed, concluding the procedure. There was catheter resistance in the distal section. There was catheter separation/break during use. There was friction or difficulty during injection. There was force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken location was proximal. The broken segments will be returned for investigation. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing dense mesh stent implantation surgery for treatment of a saccular, unruptured left internal carotid artery ophthalmic artery aneurysm with a max diameter of 6 mm and a 3.5 mm neck diameter. The distal landing zone was 3.2mm. The proximal landing zone was 4.1mm. The access vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was vascular patency and normal flow rate. Ancillary devices include a 8f guilding guide catheter, synchro 14 guidewire.

Event description:
Additional information was received. The cause of the catheter break and resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. Damage was observed in the form of a kink on either the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.